Event description:
In 2009, patient reported his infusion device did not alarm e4 (occlusion) error when he had a large air bubble at the top of the insulin cartridge and in the luer lock. Patient stated this caused the insulin not to flow into the infusion tubing and his blood glucose became elevated. Patient reported he tried to bolus and the infusion device did not alarm. Patient stated he does not feel it delivered insulin since his blood glucose continued to climb until he changed the tubing. Patient reported the bolus history indicates the infusion device delivered the programmed bolus. Patient reported that per meter memory and bolus history two days earlier, his blood glucose ranged from 72 mg/dl to 193 mg/dl that evening, for which he took 2 boluses. He stated meter memory and bolus history showed one day earlier, his blood glucose ranged from 165 mg/dl to 198 mg/dl in the morning and that was when he noticed a large bubble 1/8" or larger at top of the insulin cartridge and in luer lock area. Patient reported he changed his infusion set and infusion tubing, later bolused and his blood glucose came down to 104 mg/dl. Patient stated his infusion device has been working fine since then, but is concerned because infusion device did not alarm when insulin blocked from delivering to the infusion tubing. Patient's normal blood glucose range is 70 - 120 mg/dl. Reviewed questions about bubbles in the insulin cartridge. Patient reported he has not had any occlusions today and his blood glucose has returned to normal. Patient stated he no longer had the tubing for inspection. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Replaced infusion device and requested return of the alleged device for evaluation. On call back five days later, patient reported his blood glucose has returned to normal and he is not having any continuing e4 (occlusion) error.